Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response button not working) has been confirmed. Upon investigation, the rear response button was not functioning, which was caused by an unplugged rear response button flex connector. The cause for the unplugged flex connector was improper routine of the flex connector cable. The root cause for the improperly routed cable could not be positively identified. No adverse event resulted from the unplugged flex connector. The pt received a replacement monitor.

Event description:
A (B)(6) male pt called zoll customer support to report that the response buttons on his monitor were not functioning properly. The pt was issued a replacement monitor.